Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a cracked connector was confirmed but the exact cause remained unknown. The product returned for evaluation was an optidrain drainage catheter. The catheter had been cut near the connector resulting in two sample segments. Gross visual evaluation of the connector confirmed that the connector was badly damaged with a large segment broken from the main connector and was not returned. The break had occurred in the longitudinal direction and extended beyond the grip tabs. Microscopic examination of the connector damage revealed that the luer threads on the remaining connector had also broken away from the connector. An additional crack was observed which traversed through the grip tab and followed a curvilinear path in an ending point approximately 45° from the starting location. The observed fracture features were characteristic of a brittle material failure. The broken luer threads suggested that extreme force had been experienced at the luer threads and this force may also be related to the overall damage on the luer. Ultimately the exact cause for the brittle break was not determined through evaluation of the physical sample. No further action is required because the complainant event could not be related to a deficiency in product manufacture or deficiency while under correct product use.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of gfyh1272 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (gfyh1272) have been reported from the same (B)(4) facility.

Event description:
It was reported that the implicated catheter was inserted in the angiography suite on (B)(6) 2017 and the patient was sent back to the ward. The doctor/nurse found the tube leaking the next day and reported a broken hub. The patient was sent to back to the angio suite for tube replacement. The catheter was replaced by interventional radiologist. No patient injury was reported.